Event description:
During eval the force sensor was found to be out of calibration and the force sensor plate housing was found to be dimpled or denied.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval of another issue. A review of the pump history indicated that loss of cartridge detection had not occurred during pt use but was discovered during testing. During eval the force sensor was found to be out of calibration. The force sensor plate housing was found to be dimpled or dented. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.